Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was confirmed. The door would not remain closed. The medtronic representative found that the upper door switch was broken and that the lower two switches needed to be replaced. The parts were replaced. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the door switch was not activating. No patient was present during the time of the reported incident.